Event description:
The pt, who had an aortic spherical valve implanted in 1978, was admitted to the hospital following a stroke in 10/93. He underwent mitral valve replacement and coronary artery bypass grafts and prosthetic aortic valve inspection. The operative report indicated that the aortic valve was heavily calcified in the valvular annulus and aorta, and there was significant loose calcium and deposits of fibrin and thrombus on both surfaces of the valve. The disk appeared to be moving freely.